Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had issues with their insulin pump. The customer stated the edge of the insulin pump's screen would be dark. It was also found the down button and the light button would stick. The customer also reported the screen had many scratches, preventing the customer from reading the insulin pump. Customer also reported frequent battery changes and the insulin pump rejecting new batteries. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.